Manufacturer narrative:
Evaluation summary: the analysis results found that device was returned with the blade gouged, hot spot and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during the lap donor nephrectomy, instrument lockout error (code no 5 on generator). Device had been kept clean at regular intervals during the case. No obvious contact with metal made. Proper test sequence followed several times and the instrument still remained locked out. No patient consequence.